Manufacturer narrative:
Correction: this report was filed in error. The patient did not experience a loss of osseointegration as previously reported. This report is filed january 29, 2016. The implanted device remains.

Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss.